Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that the ventilator's display was black. Patient involvement information was not provided by the customer.